Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction tubing leakage.

Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation is noted in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. A separation is noted near the strain relief of the exhaust tube of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with a needle. A separation is noted in the exhaust tube of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. A separation is noted in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be within a group of striations, indicating contact with unshod instrumentation. Based on quality's examination, quality concluded that the observed separations in the pump bulb and exhaust tube of cylinder #1 and cylinder #2 would have allowed the reported "leakage". However, the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss. Quality cannot determine or comment on the sequence of events resulting in the observed separations. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4684264. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation is noted in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. A separation is noted near the strain relief of the exhaust tube of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with a needle. A separation is noted in the exhaust tube of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. A separation is noted in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be within a group of striations, indicating contact with unshod instrumentation. Based on quality's examination, quality concluded that the observed separations in the pump bulb and exhaust tube of cylinder #1 and cylinder #2 would have allowed the reported "leakage". However, the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss. Quality cannot determine or comment on the sequence of events resulting in the observed separations. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4684264. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.